Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the tip locked up and stopped cutting, during a right eye vitrectomy portion of a lensectomy. They replaced the cutter and completed the case without harm to the patient. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 30 degrees. Sticky foreign matter observed on the outer diameter of needle. Cut testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter would not close or open fully. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately ten minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. Light wear marks observed at the bend area. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming due to the sample not fully opening or closing and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the sample had a performance issue. The reason for the performance issue was due to the sample not actuating. The root cause for the sample not properly actuating was due to the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present with the wear marks observed at the bend area. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. This bent needle and inner cutter condition appears to have occurred during the probe being used in surgery for approximately 10 minutes, but it is not known how the needle and cutter actually became bent. How and when the foreign matter got onto the needle cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle and bent inner cutter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).